Event description:
It was reported that the user¿s ilet ilet bionic pancreas generated an occlusion alert during an insulin delivery announcement that was partially completed with a reported blood glucose of 220 mg/dl., after which the user performed a supply change and resumed insulin delivery using a new connector and infusion set while retaining the same cartridge after removing a newly observed air bubble. The infusion set in use was contact detach. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of insulin delivery after the supply change with no medical intervention or hospitalization. Customer care provided support that included guided troubleshooting and user education over the phone. Investigation of this case revealed that delivery obstruction was resolved only after replacing disposable components and purging air from the cartridge, consistent with an infusion set or fluid path issue leading to occlusion. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable disposable component or use-related factors within the infusion set and cartridge path.

Manufacturer narrative:
Initial